Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracotomy, with each attempt to fire the device, the mechanism in the handle was breaking. They stated that the patient¿s lung tissue had wide scarring. In some instances on the first bite of each instance of firing the stapler there was no problem. They stated that the loads were able to fire and the handle was able to be squeezed or fire. The surgical time was extended by 30 minutes or more due to the product problem. There was more pain, bigger scar and longer anesthesia time. The incision was extended by more than 1 inch or 2.54cm. They continued to replace the handle resulting in using 6 handles and eventually converting the case to open.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual examination noted that the first reload was partially fired to the 4cm cut line. The proximal end of the reload adapter was broken. Due to the noted damage no, functional testing was performed. The second reload was received partially fired to the 4cm cut line. Functional testing of the second reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken adapter may occur due to over flexure of the reload while attached to the instrument. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed condition was misuse of the product. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.